Event description:
Caller states patient tested hi (greater then 33.3 mmol/l) on the aviva system. The patient was nauseous and vomiting with this result. The nurse on duty interpreted hi as "h1" and reported the "1" to the physician. Based on this information, the physician advised nurse to treat the patient with glucagon. A second result of hi was obtained, and a physician advised the nurse to treat the customer with unspecified insulin. Patient has since been admitted to an intensive care unit; her current condition is not known. Requested return of suspect device however caller no longer has the test strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 223 mg/dl and 81 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.